Event description:
Customer called to report high blood glucose levels. Customer also reported a bent cannula and a no delivery alarm on the insulin pump. Customer's blood glucose reading was 480 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.